Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years, six months post implant of this bioprosthetic pulmonic valved conduit, this device was replaced. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this device was replaced due to stenosis after the patient had developed a systemic obstruction. It was reported that there was no problem with the product. The patient tolerated the replacement procedure well and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.